Manufacturer narrative:
The device was evaluated by olympus and the customer's allegation was confirmed. Additional issues were found during the device evaluation included: scratches were found on the grip, switch box, universal cord, objective lens, and ig projector; scope connector cover, scope connector case, cable unit, circuit board unit, plug unit (image not displayed), and outside shield unit are corroded due to water leakage; bending section cover had adhesive peeling at distal end; suction cylinder is discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a defect in image production. It is unknown when the issue was found. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunctions were found: foreign material was found in the lg (light guide) lens and in the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the areas where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif-h185 operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif-h185 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.